Event description:
It was reported that the patient presented in clinic for initial implant procedure. Upon interrogation post procedure, it was found that the right atrial (ra) leadless pacemaker (lp) exhibited failure to sense and failure to capture. Chest x-ray was performed and confirmed that the ra lp had dislodged and had migrated to the left iliac artery. The ralp was retrieved, explanted, and replaced. Patient condition was stable throughout.

Manufacturer narrative:
Correction: b5 - describe event or problem

Event description:
It was reported that the patient presented in clinic for initial implant procedure. Upon interrogation post procedure, it was found that the right atrial (ra) leadless pacemaker (lp) exhibited failure to sense and failure to capture. Chest x-ray was performed and confirmed that the ra lp had dislodged and had migrated to the left iliac artery. The ralp was retrieved and explanted. Patient condition was stable throughout.